Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9076761, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-17, medical device lot #: 9070752, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-11. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 1ml s/t w/ndl 26x5/8 rb has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that while drawing up a dosage, there was leaking coming down the needle onto the syringe. Per email: field nurse reports that this was the second training with the patient. They were following the IFU. They were at step 5 in the IFU, while drawing up the dose into the syringe, the patient and nurse noticed drops of liquid coming out. The drops were coming down the needle onto the syringe. They could not determine where the drops were coming from. Patient was able to draw up and give herself her full dose. No replacement product is needed as patient was able to draw up and give herself the full dose. The field nurse had the patient save the vial. No ae involvement.